Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis revealed that the device was fully functional and operated under normal current drain when powered with an external supply. There was no evidence of a high current drain condition and no hybrid anomalies were observed. Battery analysis revealed that lithium plating breaches were found along the top edge of the anode separator in segment 2, adjacent to the exposed cathode tab. Plated lithium extended from the breached opening and touched the cathode tab. Based on this analysis, the premature battery depletion resulted from an internal lithium-plating short. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had premature battery depletion. The device had triggered recommended replacement time (rrt) and seventeen days later at the time of the changeout procedure the device was unable to be interrogated and would not establish telemetry. The device has been extracted and replaced. No patient complications have been reported as a result of this event.